Event description:
Event description guidant received information that the implanted endotak lead was suspected to be oversensing. During the replacement procedure, the pace/sense portion of the lead was found to be fractured. The lead was removed from service. A new lead was successfully implanted.